Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient reporting they had their rechargeable implant replaced with a primary cell version as they didn't want to have to charge the device, they didn't believe there was any device issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is consistently getting a "fair charge" with one excellent over the past 10 attempts. Rep was not with the patient at the time of call. Technical services reviewed assessing implant depth and positioning. Rep plans to meet with the patient. Rep states the physician is thinking of putting in a non-rechargeable implant. Rep also states she believes the dates are not correct within the recharge diary. Additional information received from rep indicating that they are planning to meet with the patient to try to get the recharger to maintain a better connection to the implant. The physician told the caller that they have had some difficulty getting the tablet to connect to the implant so they speculate that the implant may be placed too deep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative regarding the charging telemetry issues. The exact cause of the issue is unknown, but it was most likely due to patient error, specifically moving during the charging process. The issue has been resolved, and this information has been confirmed and provided by the physician.